Event description:
Customer reported an issue with the passport 2 monitor which may have affected ECG monitoring. No pt injury reported.

Manufacturer narrative:
Company rep could not repeat the reported problem but reworked the cpu. Calibrated and safety tested unit to factory specifications.